Event description:
Hosp reported via medwatch that while a premature infant was being treated on the subject device, "infant temperature to be 101.9ax after transfer from nicu. Isolette was on pt control with settings of 98.2 for control temperature, air temperature was 97.8, skin temperature said 102.0. There appeared to be a malfunction with the pt control mode. No pt injury or transfer." Ohmeda contacted customer for add'l details, but was unable to get sufficient info to fully characterize the event. The hosp's biomedical engineer stated that he thoroughly evaluated unit and found it to oeprate within specs. The equipment was also evaluated by an ohmeda svc rep who found that it functioned as intended. The allegation of a malfunction with the pt control mode could not be confirmed.